Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Based on the evidence available there was not enough information to make any determination. The device was not returned or made available for evaluation. Good faith efforts were made to obtain additional details such as repair details to which there was no further information available from the customer. The suspected or most likely cause of the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported through the united states food and drug administration (us FDA) medwatch report and not the customer, that the while in use on a patient, this 980 ventilator was disconnected from the wall medical gas, and a safety valve open alarm was generated. The nurse that was at the bedside manually ventilated the patient with an ambu bag while the respiratory therapist attempted to troubleshoot the issue. The ventilator was then connected to an oxygen tank that was half full, and attached to the bed however, the ventilator continued to alarm. All the attachments were checked; including the opening and closing of the expiratory filter door. The ventilator was turned off and on however, the alarm continued. The ventilator was then replaced.